Manufacturer narrative:
Facility working on chiller repair; system partly operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that high temperature in technical room due to chiller failure on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.